Event description:
The patient had both neurostimulators replaced on (B)(6) 2012. The leads and extensions remained. No additional information was provided.

Manufacturer narrative:
Extension model 7482 (B)(4) implanted: 2004-(B)(6) explanted: unk lead model 3387 lot # j0320048v implanted: 2003-(B)(6) explanted: unk implantable neurostimulator (ins) model 7426 (B)(4) implanted: 2008-(B)(6) explanted: unk extension model 7482 (B)(4) implanted: 2003-(B)(6) explanted: unk lead model 3387 lot # j0320048v implanted: 2003-(B)(6) explanted: unk.

Event description:
It was reported that the patient felt a "jolt" and "almost hit the ceiling" after the implant was turned on with a magnet. Additional information has been requested, but was not available as of the date of this report.